Manufacturer narrative:
9/16/1998-supplemental report sent to FDA. Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during an unspecified procedure. Reportedly, the suture disengaged. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.